Manufacturer narrative:
08/27/2020.

Event description:
It was reported that (40) pcu assy fr case w/ keypad 8015 m2 will be replaced due to unspecified keypad issues .

Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 a review of the device history record for (B)(6) was performed from the date of manufacture 11/14/2018 to the present date 12/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 40 pcu assy fr case w/ keypad 8015 m2 will be replaced due to unspecified keypad issues .

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (40) pcu assy fr case w/ keypad 8015 m2 will be replaced due to unspecified keypad issues.